Event description:
Class 5 sterilization integrator - 3m 1243 comply sterigague - did not perform as designed. Integrator failed to change color although other integrators in the same sterilization load did change.sterilizer print-out of sterilizer load confirmed that parameters for sterilization had been met. The product on which this integrator had been used was reprocessed. There was no patient injury involved since device was not used on patient. This report is made with the realization that the potential for harm to patients exists when sterilization control devices fail.